Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2005. Subsequently, patient alleges she needs a revision procedure due to elevated metal ions, pain, and bone deterioration from cup (bone loss). There has been no reported revision to date. This report is based on allegations set forth by patient and the allegations are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, muscle spasms, pseudotumor, abnormal soft tissue contours, elevated metal ion levels and metallosis. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02407 / 02408).